Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the pusher assembly kink and fracture which were observed near the mid-joint of the pusher assembly. Due to the pusher assembly fracture, functional testing could not be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra guide catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted nine non-penumbra coils and four smart coils. It was reported that one smart coil was stuck and would not advance out of the distal portion of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using nine additional smart coils and forty-five other coils with the same microcatheter. There was no report of an adverse effect to the patient.